Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Hypotension and stroke are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: hypotension and stroke. Time of ae: one day after the procedure. It was reported that one day post a left internal carotid artery stenting procedure, the pt was hypotensive, treated with an intravenous dopamine drip, and experienced minor facial paralysis, decreased sensation and left-sided weakness, diagnosed as a stroke. Five days post-procedure, the dopamine was weaned and the pt was started on midodrine. Eight days post-procedure, the pt was discharged to home with orders for outpatient occupational and physical therapy. At the 30 days follow-up, facial paralysis and decreased sensation were the only remaining symptoms. Although requested there was no additional info provided.